Event description:
It was reported by the contact person the device was used during a laparoscopy. It was reported the device was fired once without difficulty. The first reload was placed, it was placed back down the trocar and would not fire. It was removed and the release button would not work, it was manually opened. The device was fired out of the surgical field, the release button was pressed with the same results. A new device was opened to complete the case. There was no consequence to the patient.